Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The reporter believed the cause of the peritonitis was "from using the recalled minicaps". It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal antibiotics for the event. The nurse reported it was unknown if there were any physical issues noted with the minicap or packaging. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.